Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. Defect was detected: test strip discoloration most likely underlying root cause: rc-061 storage outside specifications. Rc-072 vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer is concerned with all test results obtained. The customer¿s expected am fasting blood glucose test result range is 109-115 mg/dl; expected pm fasting blood glucose test result range is 85-115 mg/dl. The customer felt well and did not report any symptoms. Medical attention was not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/19/2021 and test strips were opened three days ago. The meter memory was reviewed for previous test result history: (B)(6).